Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board.

Event description:
Complainant alleged that while attempting to cardiovert a pt (age and gender unk), the device displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.